Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the device fired on the colon and everything looked fine. The staples were formed properly; they were in the "b" shape. The surgeon was working in a very tight space. The device was pulled out the patient, somehow the camera break. They pulled the camera out and got a new camera. The new camera was put in and it was discovered that the staple line had unzipped. During the time of visualization loss, the staple line unzipped. To correct it, the surgeon continued to use 35 reload in an attempt to repair. Next a 45 stapler was used to repair but the surgeon could not gain control of the tissue to close the tissue with the 45. The procedure was then converted to open and a contour stapler was used. It did not work to separate. The surgeon hand sewed, fired the circular stapler and got a leak. The surgeon finally performed a colostomy. It is unknown if the colostomy is permanent or temporary. It is unknown which firing the event occurred.